Event description:
Covidien received info that a (B)(6), male, pt, was admitted to ICU in (B)(6) due to severe pneumothorax and respiratory failure. The pt was placed on an 840 ventilator. It is unk how long the pt was on the 840 ventilator before (B)(6) 2012, when it was reported that the pt "appeared with subcutaneous emphysema and bilateral pneumothorax." Further as reported, "no pt harmed or injured as a result. The pt was treated with bilateral chest wall drainage." It is unk if the reporter is alleging that the ventilator caused or contributed to the reported pt condition. The reporter also reported that "customer commented on increase in respiratory frequency rapidly and water collection in ventilator pipeline." It is unk at the time of this initial report if the "pipeline" is a covidien product.

Manufacturer narrative:
This issue is still under investigation. A follow up report will be submitted when new info becomes available.